Manufacturer narrative:
Device evaluation: d10, h3, h6, and h10. Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was able to be confirmed and duplicated. Found that componentu13 (p/n 21649-001 rev. A ic sgl pos edg trig d f-f us8) had failed causing no illumination on the led display, revel p/n 21670-001 rev. 02 s/n (B)(6).

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator experienced a black screen. At this time, it is unknown if there was any patient involvement associated with the reported issue.